Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product investigation, analysis and resolution for the device described in this report. The unit was tested and the problem could not be reproduces. Log files were evaluated and show two mode switches on user side within 4s. This is related to a confirmation that was not performed after mode switch (this must be confirmed after each mode switch) and thus the device switched back to the previous setting. This was misinterpreted by the customer, as they believed this was an unintended by the customer, as they believed this was an unintended automatic switch. Customer received follow up training. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the cardiohelp unit switched from or mode to ism mode by itself and the touchscreen locked up. The therapy had to be continued on a rotaflow. (B)(4).